Manufacturer narrative:
The device was returned for analysis. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that a replacement procedure was performed to explant this device. No further patient effects were reported. It was alleged the device had depleted prematurely.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.